Event description:
Vascular gia stapling device was then used to come across the fistula from the lateral side, but it clearly fully misfired--when had could cut across only approximately half of the tract with the stapler became locked up. As such, the stapler was disengaged. We then used a completely new vascular gia stapler device with a new load of staples, and this time tried to use that stapler coming from the medial side. We waited at least 30 seconds prior to firing the stapler as we had with the first stapler, and again when trying to complete the cut with the stapler, the mechanisms simply would not advance after the stapler had cut across approximately half the width of the fistula tract tissues on the medial side. As such, that stapler was removed.